Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) makes a loud bootup alarm when turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), d8, d9, g3, g6, h2,h3, h6(medical device ¿ problem code ,investigation findings, type of investigation, investigation conclusions,component code), h11. The following was performed by (B)(4), sr service technician of the maquet failure analysis and testing (fat) department wayne. The failure analysis and testing dept. Received part pressure transducer with a reported unit failure of device makes a loud alarm when turned on and unable to calibrate the vacuum pressure transducer. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The fat department installed part in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual. A getinge field service engineer (fse) was dispatched to evaluate the unit. Staff reports bootup alarm during pre-use check. Able to verify 124 in logs. Unable to calibrate vacuum transducer. Replaced transducers. Calibration successful. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The fat dept. Was able to calibrate the vacuum transducer. After it turns on, it displays system test ok, then performed an hour pumping. The fat dept. Was neither able to verify the failure of loud alarm when power on nor the unsuccessful calibration of the vacuum transducer. Retaining the pressure transducer in the fat dept.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. Corrected data: d9.